Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during open colon surgery, the device did not fire. The black pusher thumb piece could not be moved. Another device was used to complete the case. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection of the instrument noted the anvil tip was disengaged and missing from the anvil. The loading unit displayed a full complement of staples and the interlock was set with no damage to the knife blade. The single use loading unit (sulu) and instrument were applied to appropriate test media with acceptable results. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the disengaged housing may occur from excessive manipulation or rough handling of the instrument. The root cause of the observed damage was found to be due to the device not being used as intended which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.